Event description:
Boston scientific crm received information that this patient experienced dizziness and also a syncopal episode. The atrial lead dislodged several years prior, and may have migrated into the ventricle. During a system check pocket manipulation and isometrics revealed no noise. The device was programmed to vvir mode due to chronic atrial fibrillation. Technical services speculated the atrial lead may be bumping into the right ventricular lead, and recommended x-rays to assess the lead position. Additional information noted that during lead testing, the device mode would not return to the original settings after being programmed to ddir mode temporarily. Technical services (ts) instructed the caller on how to program device back to original settings. The caller stated the device was programmed to a single chamber mode due to atrial lead dislodgement and a history of atrial fibrillation.